Manufacturer narrative:
Additional suspect medical device components involved in the event: model:vsc-2366-50, serial/lot: (B)(4), description: linear 3-6 lead 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure due to stimulation had stopped working.